Event description:
It was reported that a pressure issue was identified with the pump. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received.

Manufacturer narrative:
Event description: it was reported that a pressure issue was identified with the pump. The reported event was confirmed. The service evaluation revealed a worn inflow motor.